Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During a patient procedure, no x-ray was possible on plane a. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation result showed a failure of the power supply of a specific board, the d601 due to increased power consumption and a defective fuse holder. This board failure resulted in a loss of imaging of plane a of this biplane system. Plane b is still available without restriction. The d601 board has been exchanged and problem did not recur. Newer versions of the d601 are built without a fuse holder and no other corrective or preventive measures are planned at this time.